Manufacturer narrative:
Initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis, hospitalization, treatment, patient outcome and action taken with capd therapy were not reported. No additional information is available.